Event description:
The patient reported that while in a recording studio, wearing a headset and leaned up on a cabinet, they heard a tone from their implantable cardioverter defibrillator (ICD). Follow up with the health care provider indicated that the device was functioning normally. It was noted that the patient had magnets in their pocket and that the alert tone was due to magnet exposure. The patient was advised not to carry magnets in their pocket and no interventions were taken. The ICD remains in use. No patient complications have been reported as a result of this event.